Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4), product ID: 9736411, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The reported issue was confirmed and the solid state drive was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. During navigation, the system displayed the error message "disc space full" and the site was unable to "ok" or anywhere else on the screen. After performing a reboot, the system would not allow the site to log into the application. Technical services had the site reboot the system and discharge the uninterruptible power supply (ups). The on screen keyboard did allow for characters to be typed. However, once the password was entered, the screen went blank and returned to the login screen. The procedure was completed without the use of imaging or navigation. The reported issue did not result in a procedure delay. There was no impact on patient outcome.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. H6: codes d02 and c02 apply to the system. Codes d14 and c19 apply to the software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.